Event description:
It was reported the catheter was crushed and partially transected. Catheter access port (cap) contrast study was performed on (B)(6) 2012. Results: poor catheter flow. In surgery, the catheter was unable to be aspirated. The catheter was replaced on (B)(6) 2012. The catheter was disposed of according to biohazard instructions. The patient did not experience any signs or symptoms. The outcome was noted as resolved without sequelae. The pump was delivering morphine and fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8731 serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012. (B)(4).